Manufacturer narrative:
This occurred on an unknown date on 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had separated. This occurred during priming. It was stated the tubing fell apart during set up/flushing of the line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the lot was manufactured december 4, 2015 ¿ december 5, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.